Manufacturer narrative:
The insulin pump was received with cracked at corner display window, scratched on display window, cracked at reservoir tube lip and cracked belt clip slot. The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm or error alarm noted during testing. No damage found on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm. The customer's mother reported that the no delivery alarm was recurring. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The insulin pump will be returned for analysis.